Event description:
After 20 months of implantation, the device involved in this MDR report was explanted because of premature battery depletion. However, the elective replacement indicator was not reached.

Manufacturer narrative:
Event concerns a device that was manufactured and used outside the united states. The analysis of the device is pending.